Event description:
It was reported that device was showing alarm (removed and re attached cassette). There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D1 - brand name, d2b - procode, d3 - mfg establishment name- corrected. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the faulty downstream occlusion. As a result, the downstream occlusion was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.